Event description:
It was reported that the customer saw insulin on the table after filling their cartridge with insulin. During troubleshooting with tandem technical support (cts), the customer indicated the cartridge was not leaking. The customer attempted to continue with the load process, but the pump requested a minimum of 50 units cts had the customer use a new cartridge and the customer was able to complete load and resume insulin delivery. The customer indicated the previous cartridge had been in use for 3.5 days. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted. See scanned page.